Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, pacing inhibition due to crosstalk on the rv channel was observed. The patient was not dependent. No adverse event was noted. The first programming change was made but had little effect on the oversensing. The second programming change was successful made. The patient was stable and will be followed up.